Event description:
It was reported that: "dr impacted ceramic liner into cup after checking liner. Decided to extract liner for better fit in cup. Ceramic liner extractor liner was used and broke at tip white being used to extract liner. Broken piece was found and removed. Dr. Tried to use other side of extractor and other side broke as well when dr. Tried to extract liner dr. Checked liner again and was satisfied liner was in proper place."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.